Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use with a patient post-operatively and the epg had no atrial capture. The atrial lead was connected to the epg's ventricular connector and the issue was resolved. It was recommended that the epg be tested by the facilities biomedical engineering department. The status of the epg is unknown. No patient complications have been reported as a result of this event.